Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  rupture and capsular contracture.

Event description:
A healthcare professional reported a left sided rupture and capsular contracture, baker grade IV. The device has been explanted.

Event description:
A healthcare professional reported a left sided rupture and capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken on posterior side assessed as fold flaw opening. ¿ capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿ observed stress marks on the device. No further actions are required as the device was implanted.

Event description:
A healthcare professional reported a left sided rupture and capsular contracture, baker grade IV. The device has been explanted.